Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. An attempt was made to separate the blade from the handle, and it was found that they were hard to separate. After separation, it was noticed that there was damage to the head of the handle. The handle was functionally tested including go-no go gauge and locking and unlocking another truphatek blade. It was determined that the handle met manufacturing release specification. The reported complaint was confirmed, however, the physical damage to the handle could not be explained.

Event description:
The customer alleges that the spatula (blade) cannot detach from the handle.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the spatula (blade) cannot detach from the handle.